Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. Eval code - conclusion code ¿ is being updated for this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. Correction: recall correction number: z-0497-2013 does not apply.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 2000 mcg/ml gablofen at a dose of 800 mcg/day via an implantable pump for intractable spasticity and other spasticity. It was reported that the pump alarmed; a motor stall occurred on (B)(6) 2016 at 01:46 and stopped pump period may exceed tube set on (B)(6) 2016 at 01:46. The patient experienced increased spasticity, spasms, and baclofen withdrawal. There were no known environmental, external, or patient factors. The logs were read and showing that a motor stall occurred without recovery. The patient was admitted to the hospital after the emergency room (ER) visit and given oral baclofen to improve tone. The issue was resolved and the patient status was alive with no injury. Surgical intervention was planned to occur. It was stated in the logs that the pump and pump connector were replaced on (B)(6) 2012. The pump was put into minimum rate and the dose of gablofen was 12.2 mcg/day. The elective replacement indicator (eri) was at 26 months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.